Event description:
Customer reported cartridge alarms, specifically alarms 30, 20, and 29. There is no known impact on the customer¿s blood glucose level as the customer was unsure if it exceeded 500 mg/dl. Technical support decided to replace the pump, confirmed the shipping address, and provided necessary instructions to the customer regarding storage and return of the pump, along with advising on steps with the replacement. Customer acknowledged and understood the provided instructions and alternative therapy through mdi was to be used to maintain insulin delivery.